Manufacturer narrative:
Irrimax is submitting this report in accordance with 21 cfr § 803. This report is based upon information provided to irrimax. The number of patients is not known by the reporting physician. The previous paragraph shall be included in any information or report disclosed to the public including information or reports provided under the freedom of information act.

Event description:
According to the physician, the wounds of several patients appeared inflamed along the incisional line and were red, somewhat raised, and had small angiomatous type vessels growing from the wound outward.